Event description:
Procedure type: esophageal hernia repair. According to the reporter: the needle broke in the patient. The surgeon looked for it for two hours, but could not find it. Patient is fine. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The procedure was delayed by more than 30 minutes. No information regarding extended hospital stay or adverse event is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4).